Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was attempted to be deployed when resistance was encountered when shuttled back. The device appeared to be jammed and the distal end was found sheared after removal. Hemostasis was achieved by manual compression. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The stopcock of the 5f introducer sheath was opened prior to shuttling down. The sheath was a 5f brite tip. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure used a retrograde approach. The deployer was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received non-sterile device showed that the shuttle was engaged to the black handle, the syringe was received connected to the device with the stopcock opened, and procedural sheath was not returned with the device. The sealant was observed exposed to blood and exposed. The advancer tube was observed to have remained in its manufactured position. Visual inspection also found evidence of dried contrast and saline solution residue on the tubing that is connected to the shuttle handle. Additionally, no sheared damages or any type of damage were found in the distal end of the received device. Per functional analysis, leak testing and simulated deployment test to ensure functionality of the returned device could not be performed as the tubing that is connected to the shuttle handle was clogged with dried contrast/saline solution. Multiple attempts to inflate the balloon with water were exhausted. Per microscopic analysis, visual inspection at high magnification found evidence of dried contrast/saline solution inside the tubing that is connected to the shuttle handle. The sealant was observed exposed to blood and exposed. The product history record (phr) review of lot f2224204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-device deployment jam¿ could not be confirmed as the functional analysis could not be performed due to the dried contrast/saline solution experienced. Also, the event of ¿mynxgrip system-unknown device incident¿ was confirmed due to the clogged tubing; although the reported condition of a sheared distal end was not noted. The exact cause of the failure experienced by the customer could not be determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported, especially since there were no damages noted with the distal end as reported. However, as the sealant was exposed to blood and exposed on the returned device, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath (which was not returned) or access site factors. It should be noted that the mynxgrip device is manufactured with a slit at the end of the black shuttle cartridge tubing, which is not a product defect. The slit is designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the side slit of the shuttle cartridge and the sealant sleeve is designed to be placed over the shuttle side slit to protect the sealant from exposing prematurely and the shuttle tubing side slit from opening during deployment. If the sealant sleeve is displaced, the side slit will be exposed. According to the IFU, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in a device deploy issue. Neither the phr review, nor the product analysis of the sterile product suggest that the reported failure is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was attempted to be deployed when resistance was encountered when shuttled back. The device appeared to be jammed and the distal end was found sheared after removal. Hemostasis was achieved by manual compression. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in sterile field. The stopcock of the 5f introducer sheath was opened prior to shuttle down. The sheath was a 5f brite tip. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure used a retrograde approach. The deployer was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. . A review of the manufacturing documentation associated with lot f2224204 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was attempted to be deployed when resistance was encountered when shuttled back. The device appeared to be jammed and the distal end was found sheared after removal. Hemostasis was achieved by manual compression. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in sterile field. The stopcock of the 5f introducer sheath was opened prior to shuttle down. The sheath was a 5f brite tip. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The procedure used a retrograde approach. The deployer was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.